Event description:
It was reported that this right ventricular (rv) lead was attempted to be placed in the left bundle branch in which there were helix extension retraction issues. A different lead was implanted and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This complete intact lead was returned to our post market quality assurance laboratory with a deformed helix. A stylet insertion test passed without issue, indicating no blockage in the lumen. A stylet insertion test passed without issue, indicating no blockage in the lumen. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be placed in the left bundle branch in which there were helix extension retraction issues. A different lead was implanted and remains in service. No adverse patient effects were reported.